Event description:
It was reported the patient¿s therapy stopped working following a fall. Lead migration was noted and the lead was replaced as a result. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
Product ID: 309328, lot# 0204952458, explanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.